Event description:
It was reported during the procedure the subject coil got stuck in the coil mass. It was not able to be deployed or removed from the patient. There were no clinical consequences reported due to the event. No further information is available.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D4 lot number - updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. D4 gtin - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the coil delivery wire was found to be severely kinked/bent. The main coil was found to be broken/ fractured near the detachment zone. There was dried procedural fluid/blood found on the main coil. The main coil was found to be severely stretched. The main coil suture was found to be damaged. Functional inspection to test the reported event ¿main coil failed/unable to detach¿ could not be replicated during device analysis due to condition of the returned device; however, the analysis results are consistent with the reported event. The reported event ¿main coil detached/separated during use¿ was not confirmed during device analysis. However, the analysis results are consistent with the reported event as the main coil was broken near the main coil junction. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. It was determined that the coil had separated due to a fracture of the main coil near the junction. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the physician experienced difficulty in deploying the coil and the coil separated during removal from the body. Based on device inspection the coil separated during retraction as the main coil fractured, close to the main coil junction. No further information was available. An assignable cause of procedural factors will be assigned to the reported events: main coil failed/unable to detach, main coil prematurely detached/separated during use and to the as analyzed events: main coil stretched, main coil suture damaged and main coil broken/fractured during use. The complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the as analyzed event: coil delivery wire kinked/bent as the issue is due to handling of the product or portion of the product without direct patient contact during shipping/transportation.

Event description:
It was reported during the procedure the subject coil got stuck in the coil mass. It was not able to be deployed or removed from the patient. There were no clinical consequences reported due to the event. No further information is available.